Manufacturer narrative:
(B)(6). Results: a photo evaluation showed "sprinkled epoxy (adhesive used to join metal part and hub-yellow plastic part, not contamination) on the external hub wall." Lot number and product family history review of this issue reveals no other complaints. Conclusion: root cause "this issue occurred in the assembly process in which the adhesive is added to the hub, probably because of some blockage or jump, excessive quantity of epoxy was dosage resulting in the reported issue. Finally, epoxy was cured on hub wall. During in process quality inspection, operator detected the issue, however, affected materials were not appropriately segregated probably due to a human error. Based on our experience, the probability of occurrence of this nonconformance should be low supported by the low percentage of defects identified in our routine in process inspections." (B)(4).

Event description:
It was reported there was foreign matter on the needle of a bd microlance 30g x ½¿ needle. No medical interventions reported.